Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was faulty and needed to be fixed. Additionally, this lead migrated outside ra space pericardially. This lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.